Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer (fse) inspected the device, reviewed the logs and replaced the direct current (dc) to dc converter. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator "stopped ventilating" with an alarm and message "ventilation disabled on screen in red box." The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.